Manufacturer narrative:
On (B)(6) 2021 the implant was inspected. The implant was inspected under 20x magnification, and there was no evidence of an implant fracture. The abutment screw was fractured. It appears the clinician tried removing the remaining abutment screw piece since there was deformation on the implant internal threads where the abutment attaches to the implant, external hex, and outside body/threads of the abutment. This complaint was originally reported as a implant fracture, but after further evaluation and examination by our engineering team it has been identified that this issue was in-fact loss of osseointegration, along with an abutment screw fracture. The abutment screw fracture will be addressed under complaint # (B)(4).

Event description:
Loss of osseointegration.

Event description:
Fracture.